Manufacturer narrative:
Section d10 references: product ID: neu_unknown_lead, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they hadn¿t turned their implant on because it ¿really hurt¿ when it was on, and only felt a little tingle. The patient likened this to walking into an electrical fence. The patient thought it was last year when their surgeon repositioned one of the contacts in their head and rewired it, which resolved the issue. The patient no longer experienced the pain when the implant was turned on, and only felt a little tingle. In addition, the patient¿s physician wanted them to get an MRI because they suspected the patient had something going on with their spine but were advised against getting the MRI because the impedances were ¿a little off¿ and they thought it was the wiring.